Event description:
Allegedly revised due to suspected tissue reaction.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Complaint reviewed and analysis showed no trend for (B)(4), lot no: 047425151. Device history record reviewed. Package insert reviewed. Product not returned.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00127, 00128, 00129.